Manufacturer narrative:
Event occurred on (B)(6) 2018 or a few days prior. (B)(6). The user facility submitted a medwatch report for this event: mw5080848. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000ml eva (ethyl vinyl acetate) bag had a small leak in the central valve. This was observed after filling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured february 12, 2018 - february 13, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.